Event description:
The doctor claims that the graft was used in a femoral-popliteal procedure and leaked an unknown and unattainable quantity of blood for approximately 15 minutes. The doctor stated that because the bleeding could not be controlled, he elected to remove the graft. The procedure was continued successfully with another graft. The patient's condition is ok. Note: the doctor also stated that the removed graft was discarded right after the procedure.